Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report of intermittent power was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The ac charger was replaced as a precaution. The customer's report of fails self test was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.